Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they are having their implantable neurostimulator (ins) replaced on (B)(6) 2018 because it is taking them 4-5 hours to charge the ins every 10 days. They mentioned having poor coupling. The patient stated that this disrupts their life and has been occurring for probably a good year. No further complications or patient symptoms were reported or anticipated.